Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose of 25 mmol/l and did not require medical treatment. Customer reported high blood glucose but insulin pump didn`t alarm. Customer reported that they used other insulin pump in hospital and blood glucose came down. Customer experienced again high blood glucose when they use their insulin pump. Customer performed motor displacement test. Customer reported displacement test passed. Customer was explained reason and treatment methods for no delivery alarm. No further details were provided. Device will be returned for analysis.